Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in instructions for use everolimus eluting coronary stent systems, xience xpedition as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure, with implantation of a 3.5 x 12 mm xience xpedition stent and a 4.0 x 15 mm xience xpedition stent in the proximal and mid left anterior descending (lad) artery, treating 90-95% stenosis. In (B)(6) 2015, (B)(6) 2016 and (B)(6) 2017, the patient was re-hospitalized for chest tightness and pain. Coronary angiography was not performed. Medication was provided on each occasion and the patient condition resolved. No additional information was provided.